Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the instrument test well image in question on (B)(4) 2018, and this test well image in question appeared visually weakly positive with slight red blood cell adherence. Complaints of positive reactions being interpreted as negative by the galileo echo camera algorithm are being corrected under design control project 13-005. The echo instrument is performing as expected with the exception of the camera module ability to appropriately identify some true positive results. The immucor technical communication (B)(4) is being used by the lab to visually confirm all negative assay events reported by the echo instrument. The immucor internal report record number for this report is (B)(4).

Event description:
On (B)(6) 2018, a customer site reported an unexpectedly negative antibody screen, when tested on a galileo echo instrument on (B)(6) 2018.